Event description:
It was reported that the customer experienced difficulty charging their pump with their tandem issued charging cable. Customer's blood glucose level was not impacted by the event. Customer was able to charge their device with an alternate charging cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.